Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that the imaging issue was caused by faulty serial input terminal. However, the specific cause of the faulty serial input terminal could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no other abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center became dark. The issue was found during a colonoscopy procedure. The procedure was completed with the actual product. There were no reports of patient harm.